Event description:
A single chamber implantable pulse generator (ipg) system was received from an unknown source with no information. A review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a breached cut and there was apparent explant damage. A visual analysis was performed only.